Event description:
The product in this file was returned for analysis during investigation in medwatch report number: 1644487-2010-00767 for a short circuit condition against the patient's implanted lead where later prior to surgery, they also had high lead impedance. Their explanted generator was returned for analysis. The header adhesive showed partial delamination on the non-logo side (lead cavity end) of the pulse generator case and the negative feed-thru wire was broken at the gold brazing, which is not typical in a surgical procedure. No evidence of body fluids were observed under the header adhesive or header. The header and adhesive were removed from the pulse generator case and feed-thru area. Tool marks were observed on the negative feed-thru brazing and wire. Visual analysis was performed on the negative feed-thru wire. Based on the analysis, the surface of the negative feed-thru wire showed extensive mechanical damage, which prevented identification of the wire fracture type. The broken negative feed-thru wire may have been a contributing factor to their high impedance. The observed break is also consistent with the last noted diagnostic test results (dc-dc code of 7). Due to the broken negative feed-thru wire, the output-monitoring and final electrical tests could not be performed. However, the pulse generator module performed according to functional specifications. Although anomalies in the header area of this generator most likely contributed to the allegations, the extensive mechanical damage sustained by the negative feed-thru wire prevented the determination of a root cause for the observed wire break condition.

Manufacturer narrative:
Device malfunction caused event but did not cause or contribute to a death or serious injury.